Manufacturer narrative:
Malfunction suggests if this were to recur there is a possibility it could cause patient injury. Investigation is in process to include clinical review of event.

Event description:
A screw broke at an unintended point during patient use. The surgeon is not planning a revision.